Event description:
As reported by the user facility: when the line was disconnected at the end of the case it was noted the blood was refluxing out of the valve. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) video was provided. A visual evaluation of the returned video confirms leakage. Based on the returned video the defect for leakage was confirmed. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.